Event description:
A (B)(6) female patient was admitted into the hospital on (B)(6) 2015 and diagnosed with sepsis. She was recently hospitalized for significant hypotension approximately 3 weeks prior. During the previous hospitalization, the patient was diagnosed with clostridium difficile (c diff) colitis and discharged home on flagyl. On (B)(6) 2015, the patient returned to the hospital and started on aggressive antibiotics, including antibiotics for c. Diff. Colitis. Over the next few days, she developed increased diarrhea and trouble breathing she presented to the emergency room hypotensive with systolic blood pressures running in the 50's and 60's. She had one syncopal episode in the emergency room likely a pre-code but responded to intravenous (IV) fluids. Patient was admitted into the intensive care unit and her systolic blood pressure improved into the 90's with IV fluids. On (B)(6) 2015, the patient was in paroxysmal atrial flutter and fibrillation she received vasopressors and antibiotics. Her intake remained poor since her admission. On (B)(6) 2015 at 21:15, patient's cardiac rhythm went into pulseless electrical activity (pea) patient coded and received epinephrine and was intubated. At 21:24, the patient's pulse was palpated but patient was in sinus tachycardia and was administered bicarbonate. At 21:26, patient was in ventricular tachycardia and was cardioverted at 21:36, the patient was in sinus tachycardia. Code was stopped and patient was put on a ventilator during the night, the patient was weaned off the dopamine and administered intravenous dextrose 10%, heparin and bicarbonate. She was in paroxysmal atrial flutter and fibrillation. She responded to painful stimuli and remained on antibiotics and vasopressors. Patient remained in severe sepsis with worsening leukocytosis and multiorgan failure. On (B)(6) 2015, the patient had another episode of unstable cardiac rhythm. Patient, at the family's request, was allowed to die naturally. Patient's final diagnoses were sepsis, acute respiratory failure, code blue with pulseless electrical activity, severe acidosis, acute myocardial infarction, severe colitis, diabetes mellitus. Patient expired in the hospital on (B)(6) 2015. The primary cause of death was septicemia. Secondary cause of death was congestive heart failure.

Manufacturer narrative:
Medical records indicated the patient expired in the hospital on (B)(6) 2015, due to septicemia with a secondary cause of congestive heart failure. According to the peritoneal dialysis registered nurse (pdrn), the patient was being treated for her chronic hypotension and physician progress notes support this. According to the pdrn the patient had a fall on (B)(6) 2015 which required hospitalization. Medical records revealed a new onset right bundle branch block with an elevated troponin level. Physician felt patient likely had type ii myocardial infarction due to hypotension, sepsis and renal function. Patient suffered a pea and was resuscitated on (B)(6) 2015. Physician documented that the pea suggests non-ischemic origin of code. The patient's worsening leukocytosis etiology was unclear and could be from the c diff vs bacterial peritonitis. On (B)(6) 2015, the patient had another episode of unstable cardiac rhythm. Patient, at the family's request, was allowed to die naturally. Patient's final diagnoses were sepsis, acute respiratory failure, code blue with pulseless electrical activity, severe acidosis, acute myocardial infarction, severe colitis, diabetes mellitus. The peritoneal dialysis registered nurse said the patient went into cardiac arrest on (B)(6) 2015 and died the same day. Medical records did not contain an autopsy report. Medical records revealed the patient was hospitalized due to chronic hypotension and septic shock. Sepsis could not be attributed directly to the peritoneal fluids or c. Diff. There were no c. Diff results in the medical records for review medical records did not contain any dialysis treatment records. There was no documentation in the medical record that indicated the liberty cycler contributed to the patient's hospitalization or death medical records suggest the patient's myocardial infarction was not related to the patient's dialysis treatment and was likely from the chronic hypotension, sepsis and her renal function. Medical records suggest the patient's hospitalization for sepsis was likely a result of the patient's c diff patient's wbc's in her peritoneal dialysis fluid improved while her serum wbc's worsened.

Event description:
Based on the f/u response letter from the treating clinic and f/u with the peritoneal dialysis registered nurse (pdrn) who confirmed the pt had a fall on (B)(6) 2015 which required hospitalization. The nurse reported the pt had chronic low blood pressure and was being treated for this prior to the fall and hospitalization. While in the hospital the pt had a cardiac arrest on (B)(6) 2015 and died the same day. Per the medical records provided by the pt's treatment facility, the cause of death was primarily from septicemia with a secondary cause of congestive heart failure. The pdrn verified the pt was not being treated on the liberty cycler at the time of the cardiac arrest at the hospital or at the time of the fall. Add'l medical records were requested.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the device history record review confirmed the labeling, material, and process controls were within spec. Medical records do not contain progress notes, dialysis records, lab/diagnostic results or medication/treatment records for review. Medical records do not contain an autopsy report or a death certificates a causal relationship between the pt's liberty cycler and the pt's death.